Event description:
A hospital in (B)(6) reported that an rt330 infant optiflow circuit had been placed under a patient's pillow for four hours and the portion of the tubing under the pillow had melted. The patient had a desaturation but there was no further consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt330 inspiratory limb was received at fisher & paykel healthcare for evaluation. The limb was visually inspected and the resistance of the heater wire was checked with a calibrated multimeter. In addition, we attempted to replicate the reported damage by carrying out simulations using a production sample rt330 inspiratory limb. The customer had informed us that the system had been running for 30 hours before the circuit was placed under the pillow and therapy continued for a further four hours with the circuit under the pillow. The simulation test using a known good mr850 humidifier, opt316 cannula and rt330 circuit involved running the system for 30 hours, then another four with a portion of the circuit under the pillow, and using the customer stated flow setting of 0.5lpm flow. Weights of approximately 2.6kg were placed on the pillow to simulate the weight of the baby's head. Results: visual inspection revealed that the complaint inspiratory limb was damaged in the area 560mm to 930mm from the proximal connector. The inner and outer tubes had melted in this section of the limb. There was no damage to the heater wire insulation, indicating that the heater wire had not produced excessive heat. The pitch of the heater wire was uniform, with no abnormalities. The resistance test showed that the inspiratory heater wire was within specification. During simulated testing the production sample rt330 inspiratory limb did not overheat and no melting was observed. In our simulations we were unable to replicate the damage observed on the returned rt330 infant breathing circuit. The hospital further reported that the mr850 respiratory humidifier included in the setup at the time of the reported incident was checked by the hospital biomedical engineer and found to be functioning correctly. Conclusion: we are unable to determine the cause of the observed damage on the returned rt330 infant breathing circuit. The customer had reported that the circuit was under the infant's pillow for four hours prior to the incident. Our testing indicated that even covering the circuit for longer periods of time (up to five hours) would not result in any overheating or melting of the rt330 circuit. All breathing circuits are pressure and leak tested prior to being released for distribution. Any circuits that fail are rejected.